Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification in the distal right coronary artery. A 2.50x48 mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the balloon was inflated and the stent was implanted and a dissection occurred. There was no interaction of devices. A xience prime stent was used to cover the dissection. No other device/procedural issues were noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.